Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the ipg was unable to communicate with the external devices. The patient reports he did not recharge and has not received stimulation in approximately six months. The abbott representative confirmed the issue. The patient underwent surgical intervention on (B)(6) 2018 where the ipg was removed and replaced. Postoperatively therapy was resumed.